Manufacturer narrative:
Concomitant medical products: product ID: 7495-51, serial#: (B)(4), implanted: (B)(6) 1991, explanted: (B)(6) 2020, product type: extension. Other relevant device(s) are: product ID: 7495-51, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient became ill and it was determined the pocket was infected. Battery explanted. Partial extension removal. Customer did not have a screwdriver and cut the lead to remove the battery.